Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during the procedure, after the balloon guide catheter (subject device) had been advanced to the intended position, the balloon was not able to be inflated and contrast leaking around the balloon was observed under fluoroscopy. There was no medical consequences to the patient.

Event description:
It was reported that during the procedure, after the balloon guide catheter (subject device) had been advanced to the intended position, the balloon was not able to be inflated and contrast leaking around the balloon was observed under fluoroscopy. There was no medical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. Based on the information currently available the exact cause for the reported balloon leak cannot be determined.